Event description:
It was reported that during annual device follow-up there was a message to replace the pacemaker. The battery status was listed as "battery status: good", and therapy advisor was not available. The physiologist was unable to reprogram the pacing mode. Trend data indicated that the device was a elective replacement indicator (eri). The patient was placed on a waiting list for a pacemaker changeout and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.